Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was used to treat the target lesion. However, the device could not pass through the guidezilla guide extension catheter and it was also noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.